Manufacturer narrative:
Additional information: the patient was discharged home. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed that the outer shaft has been retracted by about 22 mm. The stent has been partially released. The proximal stent markers touch the proximal stent stopper and are slightly deformed. The proximal stent stopper shows mild compression marks. The handle was returned partially opened with the trigger being located outside of the two handle half shells. In the as-returned state, the trigger was not functional anymore. The proximal portion of the inner shaft was found deformed (i.e. Has buckled). Inside the handle, all parts are correctly positioned. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The final root cause for the complaint event could not be determined.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. Additional information: the patient was discharged home. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed that the outer shaft has been retracted by about 22 mm. The stent has been partially released. The proximal stent markers touch the proximal stent stopper and are slightly deformed. The proximal stent stopper shows mild compression marks. The handle was returned partially opened with the trigger being located outside of the two handle half shells. In the as-returned state, the trigger was not functional anymore. The proximal portion of the inner shaft was found deformed (i.e. Has buckled). Inside the handle, all parts are correctly positioned. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The final root cause for the complaint event could not be determined.

Event description:
A pulsar-18 stent system was selected for treatment of a mildly calcified lesion (stenosis degree: 100 percent) in a moderately tortuous right sfa. After pre-dilatation, the pulsar-18 with a v-18 guidewire was inserted to the lesion, and the red safety tab was removed. The stent could be only partially released. A distal re-embolization of local plaque and a dissection at the target lesion had occurred. Plaque and stent were removed, and another stent was used to finish the procedure.